Event description:
Same case as 2134265-2008-00402. It was reported that post a coronary drug eluting stenting treatment procedure, death occurred. The initial procedure occurred in 2007. The physician placed a taxus express2 2.5x16mm drug eluting stent to the calcified, mid left anterior descending (lad) artery and a taxus express2 3.0x24mm drug eluting stent to the proximal lad. The stents were placed overlapping each other. Post ivus confirmed that a portion of the 3.0x24mm stent was not well apposed. The physician then post dilated the 3.0x24mm stent with a 3.5x10mm non bsc balloon. Dilatation was also performed in the lad first diagonal with a maverick 2.0x15mm balloon. Ivus confirmed that both stents were well positioned and well apposed. No pt complications were reported. The pt was discharged to home two days post procedure. In 2008, the pt went into cardiac arrest and efforts to resuscitate were unsuccessful. The pt was taking panaldine and aspirin at the time of death. The cause of death is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.